Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to user issue. A technical support specialist contacted the pharmacist, and the pharmacist informed that the issue had happened as the wrong option was selected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system could not select the patient or medication when trying to dispense the medication. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.